Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a dexcom g7 sensor, with a reported blood glucose of 400 mg/dl that measured 350 mg/dl by fingerstick after a supply change. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education without hospitalization. Investigation included review of reported blood glucose values, guidance to perform a fingerstick, calibration of the ilet using the fingerstick value, and monitoring for trend over time. Investigation of this case revealed no confirmed device malfunction, with cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.